Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No the device would not re-open after being loaded. The jaws were not on tissue. If yes, how was the device removed? N/a the device was not on tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They tried re-opening the jaws using the release lever and the device would not open. They did not fire the device and did not use the manual override. Did the jaws eventually open? No. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer handed us a stapler that she said was defective. It would not open after it was loaded during the procedure. There was no harm to patient or other staff.